Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2023-01638; 241-01-105, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - dr. Removed 3d femur & poly & replaced with revision femur & vvc poly.